Manufacturer narrative:
(B)(6). Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Tuas¿ manufacturing review: a manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.(B)(4).

Event description:
It was reported that while a nurse was placing an 18 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter, the patient¿s blood leaked from the IV. The nurse was not wearing gloves and had a cut on her thumb. The nurse was exposed to the patient¿s blood through the cut on her thumb. ¿they have taken samples to rule out any infection¿ for the nurse.